Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating physical damage in the form spots on the screen of their insulin pump. The customer stated that they can read parts of the screen. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump worked as designed and did not want to return it for analysis.